Event description:
2/9/97 - foley catheter inserted. Pt developed a scrotal abscess secondary to peri-urethral abscess with fournier's gangrene requiring debridement of scrotal and perineal area. Pt confused during admission and pulled on foley catheter.